Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the final evaluation of the device at the manufacturer's service center, multiple "service required" codes were found in the ventilator's downloaded error log. Additionally, not related to the issue, there is a crack on left side bottom enclosure next to sd door card port. The customer does not want any repairs done to the unit. The unit will be returned unrepaired.